Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. This is noted from a call placed to technical services on 7/15/2014 which states there was a yellow alert for rv lead. Impedance was at 544 ohms. R-wave measurement was greater than 25 mv. Technical services explained that there was no alert for large rwave. Alert occurs for rwave less than 3.0 mv or v impedance of less than 200 ohms or greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) hospital in canada. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).